Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was explanted due to vegetation on the leads and that the patient experienced septicemia. The system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.